Event description:
It was reported by the critical care in an online survey where a physician stated that "no he or she was not able to successfully relieve the ureteral obstruction to allow for urine drainage" because "ausgepragte obstruction", referencing product code 786626 inlay optima ureteral stent with nicore guidewire, 6 fr, 26cm. Also stated that "no the guidewire did not support stent placement procedure" because "zu enge harnleuter". Referencing product code 786626 inlay optima ureteral stent with nicore guidewire, 6 fr, 26cm.

Manufacturer narrative:
The initial reporter's phone number:(B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in an online survey a physician stated that "no he/she was not able to successfully relieve the ureteral obstruction to allow for urine drainage" because "marked obstruction", referencing product code 786626 - inlay optima ureteral stent with nicore guidewire, 6 fr, 26cm. Also stated that "no the guidewire did not support stent placement procedure" because "overly narrow ureters". Referencing product code 786626 - inlay optima ureteral stent with nicore guidewire, 6 fr, 26cm.